Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that either the patient's recharger or their dock was not functioning as their recharger was not charging. Patient reported that the battery lights on their recharger were rapidly scrolling up and down. Patient confirmed seeing green light on docking station when plugged into charging cord (confirmed using correct charging cord with dock), but reported recharger battery lights continued rapidly scrolling on dock. Patient stated they tried using a different charging cord and that did not resolve the issue. During the call, agent had the patient reset the recharging device on and off the dock. The issue was not resolved. Patient stated all lights on recharger went out when recharger was removed from dock, but reset did not resolve and recharger would not power on. Patient provided event date as end of june. A replacement recharger was sent out. Agent called patient registration following call with patient to update patient's address. Called patient back to confirm model of patient's recharger and dock (confirmed patient has models cd9000 and wr9220).

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.